Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening sterile wrap, noticed heating element in hemopro jaws was loose/bent. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). Changed event problem and evaluation codes - to "no patient involvement"

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening sterile wrap, noticed heating element in hemopro jaws was loose/bent. A replacement device was used to complete the procedure. No patient involvement.